Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The data file from the event was returned and evaluated. There was no evidence in the data file to support the customer's report. No evidence was found to suggest the device powered down independently or that the device acted inappropriately in any way. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.